Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for elevated blood glucose levels. The blood glucose result was 26.0 mmol/l on the performa combo monitor. The patient had symptoms of dizziness, nausea, and vomiting. The blood glucose results at the hospital were not provided. The type of treatment given to the patient at the hospital was unknown. It is unknown how long the patient was in the hospital. The infusion device cannot be returned for legal and customs issues.